Manufacturer narrative:
The insulin pump was received with down arrow button not responding due to flattened button dome switch. No unlock on j2/lcd keypad connector was noted. The pump was unable to verify history anomaly and perform download due to button keypad anomaly. The pump was unable to perform idle current test, run current test, and self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime/a33 test, no delivery test, displacement test due to button keypad anomaly. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a history anomaly and basal rates anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there were no basal rates and no graphs on the daily detail. The customer was advised to review the basal information on the pump. The customer was advised to call back to have her pump replaced as she is at her doctor's appointment.